Event description:
The pump was returned to the manufacturer with no reason for return. Per device registration system, pt expired in 2005.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.

Manufacturer narrative:
Additional information from the hcp reports the pt had become more dyspnic with the progression of the disease process - multiple sclerosis. "Family did not want an autopsy as it was an expected death."